Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the bc function did not work. The following was received from the initial reporter: while the user inserted the catheter into patient's vein, bc function did not work and the chamber was filled with blood.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the bc function did not work. The following was received from the initial reporter: while the user inserted the catheter into patient's vein, bc function did not work and the chamber was filled with blood.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-aug-2023. H.6. Investigation summary: our quality engineer inspected the representative samples and photographs submitted for evaluation. Bd received 42 sealed 18ga x 1.16in. Insyte autoguard bc units from lot number 0195390. Additionally, two photos were provided. A sampling of 20 units were randomly selected for leak testing beyond septum. No leak was detected, and visual inspection did not discover any damage to the septum. Through the visual inspection of the provided photos, an unusual amount of blood in the barrel was observed which does indicate leakage. Based on this photo, the reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, septum damage, slit out of specification, upside down septum or misoriented septum due to shuttle escapement station misalignment, probe misalignment, high bowl speed, excessive static electricity, tooling misalignment, or improper vacuum set-up may cause leakage. Quality control plan visual inspection samplings are performed to mitigate the occurrence of this defect. As the leakage was discovered during use, it is also possible that this occurred during needle removal. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.